Manufacturer narrative:
(B)(4). Product returned for evaluation. Qc investigation completed on 10/3/2018; returned pen needles functions properly. Protective cover did not fall out when inserted into lab prefilled insulin pens and pen needles was able to be removed safely. No defect found. Note: manufacturer contacted customer on (B)(4) 2018 in a follow-up call to ensure that the replacement products resolved the initial concern; customer states that he went to the pharmacy and they are unable to get the replacement until (B)(6) 2018. No symptoms or medical attention reported. We will follow up with the customer.

Event description:
Customer have been using them for a long time and recently purchased this box up on (B)(6) 2018. Customers states that put the needle on top of the pen and he tried them with two different pen, normally it clicks but these don't. Customer states that when he put the needle in the pen it is stuck to the pen and does not stay in the safety cap. Customer would have to pull it off the pen to remove it and then put it back in the safety cap. Customer is using the victoza and the basaglar pen. Customer did not hurt himself and did not need to seek any medical assistance.